Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected insulin pump error alarm/anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 400 mg/dl, at the time of incidence. Customer reported that they were ok to troubleshoot but, customer declined to troubleshoot for high blood glucose level. Customer did not called back to perform high pressure test. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.